Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that reservoir had air bubbles ins the past. Customer¿s blood glucose was 6 mmol/l at time of incident. The customer was unable to troubleshoot for the air bubbles. Product will not be return for analysis.